Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized for unknown reason on unknown date. Blood glucose level at the time of the incident was unknown. Customer stated that the insulin pump had a blank display. Customer stated top part of battery compartment was damaged. Customer was the hospital and wont wake up. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Device received with cracked case (battery tube), cracked case-corner of belt clip rails and broken battery tube threads.